Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on, (B)(6)2017, that on (B)(6)2017, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6)2017. The reaction was described as an infection with redness and soreness. On (B)(6)2017, the patient's mother took the patient to the doctor. The patient's doctor prescribed an oral antibiotic for the infection. The name of the antibiotics was unknown. At the time of contact, the patient was still experiencing the infection, redness and soreness from the skin reaction. No additional event or patient information is available. Patient was under 2 years old. Labeling indicates: the dexcom system is a glucose monitoring system indicated for detecting trends and tracking patterns in persons (age 2 years and older) with diabetes. The system is intended for single patient use and requires a prescription.